Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 468-469 mg/dl. Multiple attempts were made to complete troubleshooting; however, no response was received.